Event description:
Boston scientific received information that this patient had experienced a syncopal episode which resulted in a fall and a broken arm. The caller was inquiring about how rythmiq works. The origin of the syncopal event could not be determined. No adverse patient effects were reported.

Manufacturer narrative:
The caller was going to reset the device counters and see the patient sooner for the next visit. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.